Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') and cholecystectomy ('lost my gallbladder') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced tooth loss ("I've lost my teeth") and insomnia ("lost sleep"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, cholecystectomy, tooth loss and insomnia outcome was unknown. The reporter considered cholecystectomy, insomnia, medical device removal and tooth loss to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal, cholecystectomy, insomnia, tooth loss. Most recent follow-up information incorporated above includes: on 11-mar-2020: social media report received : events- "I've lost my teeth, lost my gallbladder, lost sleep" added, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.